Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve in a patient with a previously impl anted surgical aortic valve (sav), the valve was fully deployed at a depth of 0 mm on the non-coronary cusp (ncc) and 2 mm on the left coronary cusp (lcc). Following deployment, under-expansion of the valve frame was noted and a post-implant balloon aortic valvuloplasty (bav) was performed under rapid pacing. During the bav, the valve dislodged to a new depth of -1 mm on the ncc and -1 mm on the lcc. Per the physician, the cause of the dislodgement was the post-implant bav and because the valve was slightly above the sav frame after final release prior to the bav. After initial valve dislodgement, a second transcatheter valve was implanted in the patient. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-2329, product lot/serial number: unknown, product type: 0195-heart valves. Post-implant balloon aortic valvuloplasty balloon: (manufacturer: unknown). (Serial/lot number: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.